Manufacturer narrative:
D9: date returned to mfg.: 12/12/2024. D3: correction. H3 and h6. Codes: updated. One device was received for evaluation. Visual inspection found a peeling downstream occlusion seal. The downstream occlusion seal was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device does not power on and has downstream occlusion damaged. There was no patient involvement.